Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an internal battery not charging error code was downloaded from the device's error log. The device's power management board was replaced to address the issue. Additionally, the trilogy 02 pm1 kit, motor blower assembly, stirring fan foam, and 43 micron filter were replaced for maintenance. Repair testing, alarm check, battery check, run in tests, and cleaning were performed. The unit operated properly.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an internal battery not charging error code was downloaded from the device's error log. The device's power management board was replaced to address the issue. Additionally, the trilogy 02 pm1 kit, motor blower assembly, stirring fan foam, and 43 micron filter were replaced for maintenance. Repair testing, alarm check, battery check, run in tests, and cleaning were performed. The unit operated properly. The power management board was evaluated by the manufacturer's product investigation laboratory (pil) and found the power management board functioned as designed and operated without issue or error codes.